Event description:
It was reported that the customer's blood glucose levels were high without a specific value available, only reading as "high". Cause was not known. The customer performed a correction bolus via the pump and inspected the infusion site and tubing, finding no issues, and observed insulin drops at the end of the tubing. Tandem technical support instructed the customer to replace supplies as necessary.